Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. The serial number label located between the belt clip rails has rubbed off and become illegible. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow block alarm. Troubleshooting was done for insulin flow block alarm. Customer stated the tubing was not bent or kinked. Customer reported that they tried all remedies. Insulin flow blocked is still recurring after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.